Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2017 with the following findings: a review of the black box showed evidence of a power on reset event following a replace cartridge alarm. The battery and cartridge change did occur during a power on reset event. An additional, unexplained power on reset event was found in the black box after the complaint date. The pump was returned with the battery cap stuck/difficult to remove. The pump intermittently powered up with the returned battery cap. The battery cap threads were damaged and the battery cap was cracked. A test battery cap was used for all testing. The battery compartment was cracked in the thread area. Evidence of moisture contamination was found inside the battery compartment. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with a test battery cap and no reboots, loss of powers, or call service alarms were duplicated. A leak test showed a leak at the battery compartment crack. The pump case was removed to find no evidence of additional moisture inside the pump. No auditory alarms were present at power up or during alarm sequences. The pump cover was removed to find a cracked solder connection at the piezo.